Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va08th4, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy due to a sudden change in therapy in (B)(6) 2015. The patient didn't feel stimulation and the therapy was not on. The patient turned the therapy on and the situation was resolved. The patient had this issue intermittently and they were not pressing the stimulation off key. Intermittently, the patient felt stimulation stop and when they checked the implant with their patient programmer, stimulation was off. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The patient had not been around anything to cause emi. The patient was seen last week and was changed from program 1 to program 2. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.